Event description:
It was reported to philips that the dvi signal was not displayed on flex vision due to a faulty lan extender on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the lan extender and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment, reference: (B)(4).